Manufacturer narrative:
A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position, exposure to blood. No splits, kinks or bends were observed in the sealant sleeve assembly of the returned device as received. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the current mynx control IFU. The slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Visual inspection at high magnification (eq4440-01) showed no splits, kinks or bends in the sealant sleeve assembly, and the sealant was observed remained in the manufacturing position. Review of lot f2113301, UDI# (B)(4), concluded the the phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as mynx control sealant sleeves~frayed/split/torn-in patient was not confirmed. However, it should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits, which may have been reported as ¿outer sleeve split¿, in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. Yet, the exact cause of this incident could not be determined from the information provided. The sealant of the returned device was not exposed along the catheter, and no functional non-conformities were found on the device during the device failure investigation. The returned device performed as intended per the mynx control IFU. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as deployment difficulty-premature was not confirmed, and the exact cause of this incident could not be determined from the information provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position, exposure to blood. No splits, kinks or bends were observed in the sealant sleeve assembly of the returned device as received. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Visual inspection at high magnification (eq4440-01) showed no splits, kinks or bends in the sealant sleeve assembly, and the sealant was observed remained in the manufacturing position. Review of lot f2113301, UDI# (B)(4), concluded the phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as mynx control sealant sleeves~frayed/split/torn-in patient was not confirmed. However, it should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits, which may have been reported as ¿outer sleeve split¿, in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. Yet, the exact cause of this incident could not be determined from the information provided. The sealant of the returned device was not exposed along the catheter, and no functional non-conformities were found on the device during the device failure investigation. The returned device performed as intended per the mynx control IFU. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as deployment difficulty-premature was not confirmed, and the exact cause of this incident could not be determined from the information provided. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As the mynx control vcd was advanced through the sheath, even though the user was holding the sheath hub in position and supporting the distal end where the sealant was present, the outer sleeve split then it could not be inserted into the sheath hub, so it could not be used on the patient. However, it seemed that the sealant was exposed to blood and then it swelled. Hemostasis was achieved with another mynx device and the patient recovered. There was no reported patient injury. The type of procedure the mynx control vcd was used in was a pci. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use. The deployer¿s mynx training was mynx certified. A 6f non-cordis sheath was used in the procedure. The device was stored and prepped per the IFU. The sealant was exposed during prepped, outside of the patient. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site and no tortuosity at the access site. The access site was not tortuous. The sealant was observed to remain in the manufacturing location, but it expanded and cracked the outer sleeve. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position, exposure to blood. No splits, kinks or bends were observed in the sealant sleeve assembly of the returned device. The procedure sheath was not returned with the device, therefore compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, there were no splits, kinks or bends in the sealant sleeve assembly, and the sealant was observed remained in the manufacturing position. A product history record (phr) review of lot f2113301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿ and ¿mynx control sealant sleeves frayed/split/torn¿ were not confirmed during the analysis of either of the returned device. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. The investigation results showed that the sealants were not exposed along the catheter. Procedural and handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation f risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As the mynx control vcd was advanced through the sheath, even though the user was holding the sheath hub in position and supporting the distal end where the sealant was present, the outer sleeve split then it could not be inserted into the sheath hub, so it could not be used on the patient. However, it seemed that the sealant was exposed to blood and then it swelled. Hemostasis was achieved with another mynx device and the patient recovered. There was no reported patient injury. The type of procedure the mynx control vcd was used in was a pci. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use. The deployer¿s mynx training was mynx certified. A 6f non-cordis sheath was used in the procedure. The device was stored and prepped per the IFU. The sealant was exposed during prepped, outside of the patient. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site and no tortuosity at the access site. The access site was not tortuous. The sealant was observed to remain in the manufacturing location, but it expanded and cracked the outer sleeve. Additional patient and procedural details were requested but were not available. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.